Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was 243 mg/dl at the time of incident. Customer stated that the insulin pump had crack on the battery compartment that could have led to the blank display. Customer also reported that the insulin pump had an unexpected restart alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display, audio/beep anomaly and unexpected restart error alarm noted. Pump received with corroded battery tube noted.